Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, the electrode belt failed the fall-off test. There was a fractured solder connection at the j2 tab inside of the rear 2-wire therapy electrode (te). The cause of the test failure was an isolated to the fractured solder connection which affected the driven ground. A risk assessment performed on this failure mode indicates that this failure does not preclude the lifevest's ability to deliver a treatment from the other two tes. Per ansi/aami df80, the remaining two tes have sufficient surface area for adult external defibrillation. The device is still able to detect and treat. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. A 30-day notice to address this issue was approved by FDA on 03/27/2015. No adverse event resulted from the open connection.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.